Event description:
(B)(4). Severe bloating in my abdomen, head aches, hair loss, joint pain, back pain, fatigue, feeling faintness, pelvic pain, coils moved out of the tube, swollen feet, weight gain.